Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the wound drainage ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that every time the patient rolled out of bed, the hemovac drain came apart at the middle connection. The complainant noted that at one point, the left side hemovac came undone at the site of the tub and drain connection and the right side drain came apart.